Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Only the main coil was returned for this complaint. The delivery wire and introducer sheath were not returned. The coil was returned stretched near the interlocking arm more stretched sections were observed along the main coil. Besides, the fiber bundles had blood residues. No more damages were found in the returned device. The device was not returned. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the main coil revealed the components were not specification due to missing fiber bundles.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that the coil was stuck in the microcatheter. A 15mm x 40cm interlock .035 coil was selected for use. During procedure, a 5f angiographic catheter was used to deliver the coil and the coil could not be pushed from the catheter. Then, the catheter was withdrawn and the coil was found to be stuck in the middle part of the catheter. The coil was removed within the catheter all together and the procedure was completed with another of same device. No patient complications reported and the patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.